Event description:
The surgeon that performed the surgery informed that a dehiscence of the colonic sigmoid anastomosis and subphrenic abcess was presented in the patient. Date of event is unknown. No more information is available.

Manufacturer narrative:
(B)(4). Received notification from baxter argentina that the surgeon has been provided with information regarding precautions per the instructions for use. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
Voluntary report number: (B)(4). Baxter medical assessment: while the use of adept (4% icodextrin) is not contraindicated for use to prevent adhesion in this type of surgery, the precautions section of the instructions for use are cautioning the users in procedures involving bowel resection or repair against the potential occurrence of anastomotic failures, ileus and peritonitis. The reported complication of an anastomotic dehiscence and the subsequent subphrenic abscess are most commonly the result of surgery and surgical technique, and are known complications of this type of surgery, we cannot exclude that adept has caused or contributed to the reported complications. A documented review of the adept instructions for use - especially of the precautions section specifically referring to its use in bowel repair surgery - is recommended. (B)(4). A follow-up report will be submitted upon completion of reviewing the instructions for use for adept with the surgeon.